Event description:
The customer observed falsely elevated chloride and falsely depressed sodium on the alinity c processing module for multiple patients. Results were not reported out of the laboratory. The following results were provided: reference ranges: chloride 98-107 mmol/l. Sodium 136-145 mmol/l. Sid (B)(6), 37-year-old female, initial chloride result= 129 mmol/l, repeat result= 104 mmol/l. Sid (B)(6), 54-year-old female, initial chloride result= 133 mmol/l, repeat result= 106 mmol/l. Sid (B)(6), 44-year-old male, initial chloride result= 130 mmol/l, repeat result= 101 mmol/l; initial sodium result= 115 mmol/l, repeat result= 135 mmol/l. Sid (B)(6), 33-year-old female, initial chloride result= 139 mmol/l, repeat result= 104 mmol/l; initial sodium result= 115 mmol/l, repeat result= 138 mmol/l. Sid (B)(6), 53-year-old female, initial chloride result= 126 mmol/l, repeat result=103 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section b3 - date of event: this field was updated from blank to 09jan2026. Section h6: medical device problem code was corrected from a090809 to a0908. The field service representative (fsr) inspected the instrument, performed troubleshooting, and found that the ict probe was bent. The fsr determined that the ict probe and the ict to ict pre amp cable were the causes of the issues. Both parts were replaced, which resolved the issue. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the ict probe and the ict to ict pre amp cable did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), the ict probe, or the ict to ict pre amp cable.

Event description:
The customer observed falsely elevated chloride and falsely depressed sodium on the alinity c processing module for multiple patients. Results were not reported out of the laboratory. The following results were provided: reference ranges: chloride 98-107 mmol/l sodium 136-145 mmol/l. Sid (B)(6), 37-year-old female, initial chloride result= 129 mmol/l, repeat result= 104 mmol/l, sid (B)(6), 54-year-old female, initial chloride result= 133 mmol/l, repeat result= 106 mmol/l, sid (B)(6), 44-year-old male, initial chloride result= 130 mmol/l, repeat result= 101 mmol/l; initial sodium result= 115 mmol/l, repeat result= 135 mmol/l. Sid (B)(6), 33-year-old female, initial chloride result= 139 mmol/l, repeat result= 104 mmol/l; initial sodium result= 115 mmol/l, repeat result= 138 mmol/l. Sid (B)(6), 53-year-old female, initial chloride result= 126 mmol/l, repeat result=103 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available.